Event description:
Pulsar 18 peripheral stent system was selected for treatment. After pre-dilatation and successful implantation of another pulsar 18 stent, it was noticed that the pulsar 18 stent did not cover the whole lesion. Thus, it was decided to use another pulsar 18 stent, but it was not possible to release the stent. The system was withdrawn and another stent was used to finish the procedure.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Other than reported the instrument including the handle was returned completely disassembled with several parts being damaged or missing. The stent has been released and was not returned for analysis. The returned device shafts are kinked at several locations, have fractured and separated. Due to the state of the instrument, an investigation with regards to the reported complaint event was not possible. Review of the production documentation confirmed that the instrument was manufactured according the specifications and passed all inprocess and final inspections. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The final root cause could not be established.